Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, the device was found to be in backup vvi mode. Due to at least one cell impedance measurement from the amd memory having a value of 5kohms or higher, further troubleshooting could not be performed. The device was explanted and replaced. No patient problems was noted.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. Review of the device image indicated a software anomaly which caused the bvvi. The cause of the software could not be determined.